Event description:
It was reported that the procedure was to treat a proximal lesion in the left iliac artery with heavy calcification and mild tortuosity. The omnilink elite stent delivery system (sds) was advanced without issue and inflated to nominal pressure. The sds was pulled back some to take a check shot. It was noted that the stent was under-deployed; therefore, the sds balloon was to be used for additional dilatation. When the inflation device was attempted to be connected, it continued to pop off. The sds was removed and the armada balloon catheter was advanced, but could not cross the under-deployed stent. The sheath was positioned more distally for support, but the stent migrated to the aorta due to the interaction with the balloon catheter. The same inflation device was used with a 10 x 20 x 80 armada balloon to try to pull the stent into the iliac artery, but the balloon was not big enough for the vessel. An aortic balloon was then attempted, but unsuccessful. A snare device was used to pull the stent back to the access site, but the stent could not be retrieved further. The patient was sent to surgery. After surgery, it was noted that the stent was not located. The snare was also searched, but the stent was not found. The patient is now in ICU. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: versacore floppy; inflation: intellisystem; sheath: 7f turumo; stent: omnilink elite. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The otw omni elite referenced is being filed under a separate medwatch report.